Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A doctor reported that almost two years after an intraocular lens (iol) was implanted, it developed glistenings. There are multiple small "blurry" spots within the lens material when viewed under magnification. The lens remains implanted. Additional information was requested.

Manufacturer narrative:
An unapproved viscoelastic was used with the reported lens, cartridge and hand piece combination. Additional information was provided in evaluation codes and additional MFR narrative. (B)(4).